Manufacturer narrative:
Specific information with regard to the exact number of patients affected, genders, ages, and weights was not provided. The doctor removed and replaced the brackets for each of the patients. To date, each of the patients are doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no further evaluation can be conducted.

Event description:
A doctor alleged that multiple patients had experienced the enlight bracket bonding material turning brown around the edges of the brackets and the slight decalcification of teeth.